Manufacturer narrative:
The company service representative examined the system and found the female dovetail mounting bracket on the microscope to be loose. The female dovetail mounting bracket was tightened and secured. The aberrometer and reticle were then realigned to the customer¿s microscope. The system was then tested and met all product specifications. The root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A company sales representative noticed the aberrometer was sitting loose on the device. The site was unaware it was loose until they were informed by the sales representative. A facility representative stated there was no patient harm or unexpected outcomes as a result.